Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side breast "pain", "rupture" subsequently diagnosed by ultrasound, mammography and CT scan. Also stated "patient is feeling increasing headache (ndr) and tiredness (ndr)". The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified the device was broken shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side breast "pain", "rupture" subsequently diagnosed by ultrasound, mammography and CT scan. Also stated "patient is feeling increasing headache (ndr) and tiredness (ndr not device related)". The device has been explanted.